Event description:
According to the available information, the pump was hard and sticky. The device was replaced.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on all pump tubes. No functional abnormalities were noted with the pump. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. This was not a site of leakage. Abrasion was also noted on other areas of the cylinder 2 exhaust tube as well as the exhaust tube of cylinder 1. No functional abnormalities were noted with either cylinder. The information received indicated a hard pump, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.